Event description:
As reported on the novartis nutrition quality complaint form: "1000ml bottle of formula bolused into the pt, and the facility is wondering if it has something to do with the pump." Pt aspirated, and is now in with pneumonia.